Event description:
Boston scientific crm rec'd info that this cardiac resynchronization therapy defibrillator (crt-d) pt has died. The pt reportedly did not feel very well while traveling, and fell while walking into his house upon returning home. The pt's wife called the fire dept to help lift her husband up, and the pt went into cardiac arrest at that time. The pt's wife attempted cardiopulmonary resuscitation (CPR), but was not able to revive the pt. The pt's wife asked if a lead could have dislodged during the fall and affected her husband's device.

Manufacturer narrative:
The boston scientific crm technical svcs dept discussed that the fall would most likely not cause the lead to dislodge, but that the only way to truly confirm whether or not this happened would have been to have the physician take x-rays and to test the device. The pt has since been cremated. None of the local boston scientific crm field reps were notified of the pt's demise, or saw the pt after his death. No add'l info about this event is available at this time, and the current status of the pt's device and leads is unk. This event will be updated if any add'l info becomes available.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient has died. The patient reportedly did not feel very well while traveling, and fell while walking into his house upon returning home. The patient's wife called the fire department to help lift her husband up, and the patient went into cardiac arrest at that time. The patient's wife attempted cardiopulmonary resuscitation (CPR), but was not able to revive the patient. The patient's wife asked if a lead could have dislodged during the fall and affected her husband's device.

Manufacturer narrative:
The boston scientific crm technical services department discussed that the fall would most likely not cause the lead to dislodge, but that the only way to truly confirm whether or not this happened would have been to have the physician take x-rays and to test the device. The patient has since been cremated. None of the local boston scientific crm field representatives were notified of the patient's demise, or saw the patient after his death. No additional information about this event is available at this time, and the current status of the patient's device and leads is unknown. This event will be updated if any additional information becomes available. Approximately six years later the proximal segment of the lead was returned. The lead was severed at 130 mm from the terminal pin. Resistance and electrical insulation tests were completed to assess the lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the segment returned. Available evidence suggests that it was unlikely that the lead was dislodged because it had to be cut from the body to be removed.